Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r, upn: m365sc11600, model: sc-1160, serial: (B)(6), batch: (B)(6). Additional suspect medical device component involved in the event: product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, batch: 20047307.

Event description:
It was reported that patient was not able to get enough pain relief from the spinal cord stimulator. It was noted that patients paddle leads had move and cause serious issue on patients spinal cord. The patient had permanent nerve damage that radiate into the ribs. The patient underwent a spinal cord stimulator explant procedure where all devices were removed. The explanted device will not be return.